Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported was reported that the pump battery was depleting quickly and the usb port was loose. No additional information was provided. There was no reported adverse impact to the customers blood glucose.